Event description:
It was reported to boston scientific corporation that an endovive two port through the peg jejunal feeding tube (j-tube) was placed. The procedure date was (B)(6) 2011. It was reported the patient experienced abdominal pain as well as gastric flow from the jejunal tube on (B)(6) 2012 and (B)(6) 2013. On (B)(6) 2013 there was a stoma obstruction which was rinsed by the gastroenterologist. On (B)(6) 2013 it was noted that the extremity of the tube was stuck in the patient¿s bowels. On (B)(6) 2013 the extremity of the tube was found in the patient¿s stool which caused digestive bleeding. The patient was treated with a transfusion and pantoprazole. Patient recovered with sequelae. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(4) 2013: the jejunal tube that was stuck in the patient¿s bowels and found in the patient¿s stool was the pigtail portion.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of jejunal tube migrated into the patient¿s bowels (B)(4) for the reported event of stoma obstruction the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two port through the peg jejunal feeding tube (j-tube) was placed. The procedure date was (B)(6) 2011. It was reported the patient experienced abdominal pain as well as gastric flow from the jejuanl tube on (B)(6) 2012 and (B)(6) 2013. On (B)(6) 2013, there was a stoma obstruction which was rinsed by the gastroenterologist. On (B)(6) 2013, it was noted that the extremity of the tube was stuck in the patient¿s bowels. On (B)(6) 2013, the extremity of the tube was found in the patient¿s stool which caused digestive bleeding. The patient was treated with a transfusion and pantoprozole. Patient recovered with sequelae. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.